Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the clinical specialist that the patient is developing contact dermatitis. She states that this is being used in the neonatal population over 2 months old and in the pediatric intensive care unit (picu). One patient was (B)(6) and when dermatitis was noticed, the dressing was removed and betadine was used with gauze around the peripherally inserted central (pic) line. The facility refused to provide any additional specific information.